Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort due to the device not totally deflating. The patient has a routine follow up appointment in 6 months. No additional information was reported.